Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm. The device was removed from the patient without any problem. The procedure was completed with a different device. There were no patient complications reported.